Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about a week ago, the patient shut off the ins but then they checked it and found it was on and last night they were sleeping and it turned on. Patient reported they felt the hammering in their feet and it was turned up high. Patient could not get it off until they pulled the battery out then it finally turned off. Patient stated they have not had any falls/ trauma. No further complications were reported/anticipated.